Event description:
According to international affiliate; doctor said that dr failed in the operation because the telescope was cloudy and dr could not see very well. It was reported that some difficulties in speech and defects in memory were seen in the pt after the operation.